Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not taking images. It was noted that the issue occurred while trying to acquire the post operative spin scan. There was a surgical delay of less than one hour and no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.